Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 364 (mg/dl) and trace ketones following a pump bolus delivery. Manual injections were delivered to address bg levels. Reportedly, the customer believes the pump is not properly delivering insulin and declined troubleshooting with tandem technical support.